Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by suggesting techniques to press the button more effectively, and the caller attempted these methods, but the issue persisted. Consequently, technical support decided to replace the pump while the customer used an insulin pen as a backup solution.